Event description:
Affiliate reported that the pump displayed an error message, which was subsequently restarted with the technician and key. However, the surgeon was uncertain if the pump was going to encounter future errors and as a result the device was removed.

Manufacturer narrative:
It was previously reported that the device was unavailable. The device was returned and investigated. Upon completion of the investigation it was noted that the pump hardware failure was likely due to a faulty connection on the printed circuit board causing an error 8 seen in the clinical setting. Additionally, a hardware failure 1 was noted during the evaluation indicating a low battery level. A visual inspection shows a positive battery connection on the printed circuit board was damaged. A corrective action to replace the current process welding is in place. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.